Manufacturer narrative:
Correction was identified on 07/14/2015 regarding additional details for the complaint investigation. This information was added to the complaint record on 07/09/2015. A detailed batch review cannot be performed due to unknown lot #. Samplers were not received. The root cause investigation for the issue was performed under a previous event. No corrective action is required at this time. The previous investigation is applicable to this complaint investigation and is closed. Therefore, this complaint will be closed without further actions. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported when the open/close lever on the urinometer was in the closed position, urine flowed through the measuring chamber into the collection bag, making it impossible to obtain a urine measurement. No pt complications were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No further info was available at the time of the report. Should add'l info become available, a f/u report will be submitted. At the time of this report, the facility was unable to provide the lot number for the affected device. The facility was able to determine the affected product came from one of two lots available within their stock; 179916 (exp date: 10/01/2019) and 154170 (exp date: 02/01/2019).